Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoidectomy procedure, the tissue pad was separated in two parts but did not fall into the pt. Another device was used to complete the case. There were no adverse consequences to the pt.